Event description:
It was reported that the pump battery depleted quickly and the pump shutdown unexpectedly. Customer was hospitalized with elevated blood glucose (bg) levels of over 600 mg/dl and diabetic ketoacidosis. The customer received an insulin drip to address bg level. Reportedly the customer continued to use the pump for insulin therapy.